Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarms with check IV set, error code 240.4150.0 sensor was broken high failure. There were no reports of adverse effects cause to any patients from the event.